Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; implant malpositioning during installation. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-100, lot# 493439, mfd. 16 jul 15, exp. 2020-07-16, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7050-100, lot# 493438, mfd. 24 jul 15, exp. 2020-07-24, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-100, lot# 493436, mfd. 30 jul 15, exp. 2020-07-30, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were installed. The patient had pain relief for one year after the initial procedure before reporting a recurrence of right si joint pain symptoms to a new surgeon who determined that all the implants were slightly malpositioned dorsally. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon performed a revision surgery where he removed the implants with chisels. The status of the patient following the revision procedure is not known.